Event description:
It was reported that the implant in site 19 had a fractured implant collar. Implant was removed and will redo in future. Noted bone loss and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number k101880.